Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.